Manufacturer narrative:
Product complaint (B)(4). The following information was requested, but unavailable: what was the product code or lot number of the tx device? Can you confirm the surgical procedure being performed? What was the predicate device the surgeon was familiar with? Where exactly was the device used in the surgical procedure? Were other stapling devices or sutures used? If so, please explain. Can you please clarify what was meant by ¿clunky¿ to use? Was the device difficult to close? Was the device difficult to fire? What color reload was used for each of the firings? Were there any issues with staple formation identified in the initial surgical procedure? Was a leak test performed? If so, what was the result? Was the leak confirmed to be from the tx staple line? Can more information be provided regarding the treatment? Does surgeon believe there were other contributing factors to include patient tissue condition? What is the current status of the patient? Response: I have tried to retrieve further information as requested below but the surgeon has decided to stop using the product for the trial period. I have requested the additional information but sadly he is not replying. The product was disposed of following the surgery and the incident was only reported to me approx. 10-12 days post leak and 20-22 days post surgery.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that I performed a hartman's procedure and small bowel resection (B)(6) 2018. I did the small bowel anastomosis with your linear stapler. As it is a new instrument to me I still find it ¿clunky¿ to use compared with the previous staplers which I am very familiar with. On (B)(6) 2018 he developed a small bowel fistula producing up to 1,500 ml per day. A CT has confirmed that the fistula has arisen from the stapled anastomosis. He has been treated with tpn and the fistula has now dried up. I am planning to send him home at the weekend. If you would like more information please let me know. Patient is a crohn¿s sufferer.